Event description:
Hcp reported jolts or changes in amp during pt's interaction with store security devices. Pt was reprogrammed. No clinical consequences from event, only discomfort. Pt's current status is status quo. No report of device explantation.